Event description:
During treatment with cosmoderm 2, the needle disengaged and product was lost. There was no injury to the patient or to the injector. The physician did not keep record of the lot number.

Manufacturer narrative:
(B) (4)